Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The tech found the latch spring was filled with debris causing the latch not to lock. The tech removed the debris from the latch spring to repair the bed.